Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00834 for the second device and MDR 3004939290-201-00835 for the third device.

Event description:
The following information was reported by the distributor: "3 times the balloon went out before to go down the green sheath. The balloon was still inflated". No further information is available.